Event description:
New information received states the device was explanted and replaced after it reached elective replacement indicator. The patient condition was good after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the estimated device longevity had depleted faster than expected within a five month period. The device will be followed until it reaches elective replacement indicator and will be explanted at that time. The patient has not received any vibratory alerts since the last check-up. No adverse consequences were reported.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.